Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-36865 - device 1 of 3

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets cannula events on 12-dec-2024 and 15-dec-2024. The event occurred three or more hours after insertion. The infusion set was in use for between three to four hours. The insertion site was abdomen and thigh. On (B)(6) 2024 patient went to the emergency room (ER) and eventually got hospitalized and then was shifted to intensive care unit (ICU). The blood glucose level was 450 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. Patient was also found positive for ketones. The patient was released from hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4): additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, the reference samples for the lot 6007282 have already been previously tested in the complaint (B)(4) on 25/feb/2025. The reference samples were tested for flow. All test results were within specifications as per the test report complaint (B)(4). And additional tests for the reference samples were documented for the malfunction soft cannula found bent upon removal from infusion site, under section 6.44. And the visual inspection was found within specifications. Device history record (DHR) review: the lot 6007282 was manufactured according to the wi version 114 manufactured in the line 3, on 21/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 27/feb/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6007282 and another 9 complaints have been registered in database for the same lot 6007282 and malfunction code. Corrective and preventive action (CAPA) determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc). 1. Include the defect in document (B)(4) (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database 1771074- 30/sep/2025).